Manufacturer narrative:
The hillrom technician found the foot end brake casters needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in january 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the foot end brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed's foot casters were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).